Manufacturer narrative:
Additional information was received on the event on march 12, 2019. The patient was a 40-year-old male and weighed 80 kgs. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Therefore, added patient age at the time of event, age unit, sex, weight of the patient and weight unit. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). A manufacturing record evaluation was performed for the finished device 30134583l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure on which a lasso® nav eco variable catheter was used, and a medical device entrapment occurred requiring surgical intervention. After pvi was completed, the lasso® nav eco variable catheter was moved to the left pulmonary vein (lpv) from the right pulmonary vein (rpv) and got caught in the chorda tendineae. The catheter was attempted to be released, and as a result the chorda tendineae was torn off. The patient¿s pulse rate fell from 90 to 80, but then returned to 100 bpm. Extended hospitalization was required to observe patient¿s progress. On post-procedure day 4, a mitral valvuloplasty was performed successfully. There¿s no information regarding the physician¿s causality opinion. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. This medical device entrapment was assessed as reportable as any incident where there is difficulty removing a catheter from the patient¿s body whether it is stuck inside or become tangled with another catheter and surgical intervention is required or serious injury occurred, then it is to be considered MDR-reportable.